Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, inside the patient, t1 was violently removed due to t2 did not deploy from the ultra fast-fix ab assembly - curved. Both implants were removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No patient complication were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The actuator has been fully actuated. The suture was returned with t2 attached. The t1 anchor was not returned with the device. No physical damage to the handheld device. A functional evaluation was performed on the returned device and found the actuator and deployment needle function as intended. The deployment of t2 could not be functioned due to being removed from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.